Event description:
It was reported that during a pre-use check, the customer noticed the collar freely turned around a mated one and thereby connection between them was unable to be established securely. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received without the original packaging. The sample was visually inspected at a distance of 12" to 24" and under normal conditions of illumination. The sample have the luer with deformation in the connector. The root cause of the reported issue was found to be the luer was deformed. Actions were taken to mitigate the reported issue: are unknown.